Event description:
It was initially reported that the patient's generator was unable to be interrogated by two different programming systems. Troubleshooting was performed on the programming systems that did not resolve this issue and the cause of the failure to program was believed to be related to the generator. It is unclear if the failure to program is due to end of service as this patient had not always been followed by the physician. The patient had been seen about 6 months prior but the generator was not interrogated at that time. Battery life calculations based on the limited programming history in the manufacturer's programming history database indicated that patient may be near end of service if they had not reached end of service yet. There were no adverse events reported. The patient was scheduled for a generator replacement but it was canceled due to insurance reasons. The patient has not had surgery to date.

Event description:
Additional information was received from the patient's sister that the patient had started experiencing tremors since the generator had reached end of service and feels that if the generator could be replaced it would benefit her. Good faith attempts for additional information and clarification of the tremors have been unsuccessful to date.

Event description:
Additional information was received that the 'tremors' are a pre-existing pre-vns condition. She is not having an increase and they are not related to vns.

Manufacturer narrative:
.